Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device had a logic pcb failure. No patient involvement.

Event description:
The customer reported the device had a logic pcb failure. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of broken/damaged was due to the bezel assy. Replaced contaminated bezel assy, rear case assy, ail housing assy, both iui connectors, and all associated parts a review of the device history record for sn (B)(6) was performed from date of manufacture 05/21/2008 to the present date 1/5/2021 and confirmed that this device was not previously returned for servicing and there were production failures (q6 (B)(4)) for misalignment indicated on the source device. Based on the findings, service determined that the proximate cause of the customer reported issue was due to wear of the bezel assy. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA # ca-2018-0161 for iui. CAPA # ca-2014-0284 for ail.

Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 21may2008 to the present date 05jan2021 and confirmed that this device was not previously returned for servicing and there were production failures (q6 200080837) for misalignment indicated on the source device.

Event description:
The customer reported the device had a logic pcb failure. No patient involvement.